Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a damaged ultrasonic probe and chipped adhesive around the acoustic lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the reported chipped adhesive around the acoustic lens was traced to be component failure. Whilst the cause of the damaged ultrasonic probe could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.